Manufacturer narrative:
Field service engineer investigated report that fluoro and digital spot pedal would intermittently malfunction during use. The fluoro foot pedal shows signs of rust and corrosion damage, but the fse could not duplicate the problem. Fse recommended to the customer that the fluoro foot pedal be replaced, and provided the price to the operating room mgr. Fse verified proper operation per hut dr service manual and returned unit to full service.

Event description:
On 12/01: customer reports that during procedure, the fluoro failed. Customer provided no type of procedure and/or pt info. Customer did report, the physician finished the procedure without further incident using the endoscope. No reported injury.